Event description:
Rptr noted probe stopped cutting during vitrectomy, incarcerated vitreous. Had to use second probe to free vitreous, and complete procedure. No injury reported, but prognosis listed as unknown.